Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was a problem loading the device and the jaw cannot open. The stapler did not fire, the surgeon was unable to press the green button and squeeze the handle. There was no patient involvement.